Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user ran out of infusion supplies after multiple unscheduled set changes, including attempts by the user to change sets independently that did not go as planned, one full change performed when insulin was depleted, and another change prompted by observed air in the tubing; blood glucose was reportedly unaffected after prompt replacement of supplies. Symptoms included no reported adverse clinical effects. Outcomes included no reported injury, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education. Investigation of this case revealed use-related issues related to infusion set deployment and/or connection technique, with no device alarms or alerts reported. It was concluded, based on previously established findings for similar reports, that the cause was user technique.